Event description:
It was reported that there was high/unstable/unmeasureable threshold in the right ventricular (rv) lead. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was kinked/buckled, the outer insulation was melted, the outer insulation was torn, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.